Event description:
It was reported that a medfusion® 4000 wireless syringe infusion pump had an invalid configuring. No injury was reported.

Manufacturer narrative:
One infusion syringe pump was received for device evaluation. Visual inspection found the device to be in good physical condition. A review of the pump event history log was performed and found the configuration to be invalid. Functional testing was performed. The pump was powered up, and self test was performed with no issues observed. The root cause of the reported issue has been attributed to the device being used in a manner that was inconsistent with the instructions for use. A customer network system software download to the pump was not completed (base to head) because the user shut down the pump before completion of the software update. The user ignored pump displayed instructions not to turn off pump until software update was complete.